Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that no insulin was coming out from the insulin pen. Customer stated they have tried another needle and repeated priming but no insulin was dispensed. Customer did not notice the screw pulling back into the inpen while dialing a dose. No harm requiring medical intervention was reported. The device is expected to return for analysis.